Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check. Identification of issue has been done by analyzing problem description, service report, communication with field service engineer and review of device logs. Based on technician statement, the o2 gas module was pointed as defective. The quotation has been prepared to replace the defective part but it was not accepted by the customer. The o2 gas module regulates the inspiratory o2 gas flow. The issue was decided to be reported as the faulty gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. The root cause to the reported issue has not been determined. The correction of field h8 usage of the device was required. This is based on the internal evaluation. Previous usage of device: unknown; corrected usage of device: reuse.